Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies on the device case. Review of device memory found a shorted lead fault was recorded on (B)(4) 2017. This fault was followed by several hi voltage during charge faults in succession. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the 21 joule shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
.

Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that while this patient was at the office of his electrophysiologist (ep), he experienced a seizure that was suspected to be an episode of ventricular fibrillation (vf). The device delivered anti-tachycardia pacing (atp) without a change in the arrhythmia. Next, a 21j shock was delivered and a shocking impedance measurement of 38 ohms was noted. Finally, a 41j shock was delivered, the rhythm broke briefly and then redetection occurred. External rescue was required. The patient is now in the intensive care unit (ICU) and on a respirator. Device interrogation revealed fault codes (fc) 1004 and 1006. The device and right ventricular (rv) lead were removed from service. No additional adverse patient effects were reported.